Event description:
A healthcare worker alleged there was a liquid film on a pouch from a completed sterrad nx sterilization cycle. The healthcare worker removed the load contents and came into contact with the liquid hydrogen peroxide (h2o2) on her fingers which became white. The white discoloration lasted for 20 minutes. The healthcare worker was not wearing personal protective equipment. The healthcare worker did not seek medical attention.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. Field service engineer found the unit operating properly. Performed full systems checks. Cleaned inside of chamber assembly. Performed leakback/vacuum test. Ran empty chamber cycle. System meets MFR's specs. The sterrad nx user's guide states that: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Warning! Risk of skin injury. Direct hydrogen peroxide contact with the skin can cause severe irritation. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves when handling used cassettes or ejected cassettes, items from a cancelled cycle, or items that have moisture present after a completed cycle. Immediately take off contaminated clothing and rinse thoroughly with water to avoid potential fire hazard and wash before re-use. Warning! Hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl), or nitrile gloves whenever handling, a used cassette, an ejected cassette, a load after a cycle cancellation, or if any moisture is noted on a load following a completed cycle. Hydrogen peroxide liquid may be present on the load or in the chamber. Cleaning and sterilization are two separate processes. Proper cleaning of instruments and devices is a critical and necessary step prior to sterilization. All items including trays must be thoroughly cleaned, rinsed, and dried before loading into the sterilizer. Carefully inspect all instruments and devices for cleanliness and dryness prior to packaging. If visible soil is present, the item must be re-cleaned and dried prior to sterilization. If moisture is present, dry the item thoroughly prior to sterilization.